Event description:
On (B)(6) 2012, the pt reported that his infusion device displayed a2 (battery low). He replaced the battery and began going through the start-up, but then the buttons on his device would no longer function. The buttons are not pressed flat, they do not make any sound when pressed. Pt has switched to insulin injection therapy. During f/u with the pt, it was not possible to determine if the pt had the key-lock feature turned on, on his infusion device because he already mailed it for return. The pt also mentioned that his device would occasionally display a7 indicating that the temporary basal rate was complete. He stated that this would be displayed at times when he had no programmed a temporary basal rate. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.